Event description:
A disposable tip used for phacoemulsification was noted to be shedding several small fragments of metal in the eye during the surgical procedure. The phaco tip and handpiece were changed out and the issue resolved. The metal fragments were removed during surgery and the procedure continued to completion. During the follow-up appointment, it was noted that a small pinpoint fragment, approximately 0.1mm diameter, was embedded in the iris. Removal was not indicated, due to the small size of the embedded particle. Patient's recovery was normal and following a standard post op course. FDA safety report ID # (B)(4).